Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) luer lock connectors were returned attached to caresite straight valves. No packaging returned with the sample. A picture was also returned of the same samples. Visual examination of the returned valves noted vertical cracks on the female threads. No other visual defects were noted. The valves were pressure tested per specification with failing results. Leakage was spotted at the vertical cracks found on the female threads. No defects were noted on the returned picture. The exact root cause could not be determined at this time. However, incidents of cracked/leaking valves can be caused by several factors, including but not limited to the product being subjected to aggressive solvents/drugs, excessive mechanical stresses (over-tightening), or other various unforeseen circumstances during the clinical application. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer is experiencing leaking between the caresite and the oungaurd luer access device while infusing 5fu via a cadd pump. The set is connected from huber needle, caresite valve, onguard luer lock adaptor, and cadd pump tubing. The leak is occurring between the caresite lad and the onguard luer lock adaptor. No injury reported.